Event description:
The customer reported obtaining erroneously high glucose (glu) patient results on unit #1, involving the au5800 clinical chemistry analyzer (pn b96698 sn (B)(6)). There were (2) erroneously high glu patient results reported outside of the laboratory, however, no patient update was provided by the customer. The customer did not provide patient demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) identified the probable cause was a dripping wash nozzle. The fse replaced (4) wash nozzle valves to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).